Event description:
Sorin group (B)(4) rec'd a report that the display of the cp5 switched menus unexpectedly and the touch screen became unresponsive during the procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the cp5. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that the display of the cp5 switched menus unexpectedly and the touch screen became unresponsive during the procedure. There was no report of patient injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.